Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced vaginal and pelvic pain, severe rectal pain, frequent urinary tract and vaginal infections, vaginal bleeding, discharge, reoccurrence of prolapse, inability to control bladder and bowels, and excruciating pain during intercourse.

Manufacturer narrative:
(B)(4).